Event description:
During follow-up, no low voltage stimulation was observed with difficulties interrogating the device. The device was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
This supplemental report is needed to retract the report sent on the lead. The rv lead should not have been reported as the lead was not the cause of the erosion.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Manufacturer narrative:
No conclusion code available. The reported field event of no communication was confirmed, and the cause was determined to be due to a depleted battery. The device depletion was evaluated and determined to be premature. Bench tests were performed and the device was found to function normally; no sources of high current were observed during analysis. The cause of premature depletion remains undetermined.